Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that it was found that the needle cover came off from the needle upon opening the package, and the needle tip was uncovered. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose needle cover on an infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in safestep infusion set with its needle cover was returned for evaluation. An initial visual observation showed no use residues throughout the device. The needle cover was easy to slide on and off, as it had fallen off during removal of the device from the complaint packaging. Functional testing of the device included sliding the needle cover on and off and comparing it to a non-complainant 22 ga infusion set. The complainant needle cover slid on and off the returned infusion set needle easily, while a non-complainant 22 ga needle cover did not slide off the returned infusion set needle with ease. Microscopic observation and measurement revealed dimensions of the outer diameter and inner widths of the complainant needle cover were similar to a 20 ga non-complainant needle cover. Measurements of a non-complainant 22 ga needle cover were taken and compared to the complainant device; the complainant needle cover had relatively similar measurements to the 20 ga non-complainant needle cover, but did not have measurements to a 22 ga non-complainant needle cover. The complaint of a loose needle cover on an infusion set is confirmed and was determined to be supplier related, as the returned 22 ga needle cover resembled the dimensions of a 20 ga needle cover. The supplier was notified of this event, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that it was found that the needle cover came off from the needle upon opening the package, and the needle tip was uncovered. There was no reported patient involvement.